Event description:
A (B)(6) female had abdominal hernia repair with acell psmt2030 implant used as underlay with rectus fascia closed over the implant, and micromatrix used in each lateral gutter. At 10 days post a 4 cm midline wound dehiscence developed that healed at 1 month post op with local care (packing).

Manufacturer narrative:
There was no direct report provided to acell regarding this event. The events were incidentally identified on a poster presented that related a retrospective study. A comprehensive investigation was immediately conducted on discovery. Although no lot number was confirmed, all possible lots were involved were examined and records purported they were manufactured and distributed sterile in compliance with FDA, state, local, and manufacturing operating procedures. There was no report of device failure at the time of surgery.